Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. The carrier tube assembly and hemostasis sheath were received in an opened header bag. No other accessory components were returned. Visual inspection revealed that the bypass tube was dislodged proximally, and the anchor was exposed. The deployment sleeve was in rear lock position with color bands fully exposed. No anomalies were noted with the anchor and collagen. Dimensional testing was performed. The bypass tube was then isolated from the assembly and the distal inner diameter was measured to be 0.091" which was within the manufacturing specifications. Functional testing was not conducted due to the collagen had been exposed due to blood. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the carrier tube was not mated in a fully forward lock position before pulling to rear lock position leading to non-deployment of the anchor. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown if the device was implanted. Explanted date: unknown if the device was explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not close the vessel properly. The procedure ended well. The patient was reported to be in stable condition.